Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose in (B)(6) 2018 with blood glucose of about 35 mg/dl at the time of the incident. The customer was given glucose and intravenous fluids to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had 2 other low events leading to emergency medical assistance. The insulin pump will not be returned for analysis.